Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high, low blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 279mg/dl. The customer states they treated with pump. The customer states their levels had dropped as low as 26mg/dl. Troubleshoot was unable to be conducted due to customer not having supplies to troubleshoot. The customer will be calling back at a later time to continue troubleshoot.